Manufacturer narrative:
Performance testing verified a pin stuck in the collet. Visual inspection verified the impreglon coating on the collet was worn off and causes pins to stick.

Event description:
During routine maintenance, it was found that the pin sticks in the collet. There was no patient involvement and no adverse consequence reported as a result.